Manufacturer narrative:
Device analysis: the oad was returned with the original guide wire engaged in the handle assembly. A distal section of the driveshaft was also returned for analysis with a cut guide wire. The initial visual and tactile examination revealed that the driveshaft and saline sheath had been destructively cut. The saline sheath was cut 3.2 cm distal to the nose cone and the driveshaft was cut 6.2 cm distal to the lap weld. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and crown. Examination in the area of the adhered tissue did not reveal any damage that would have contributed to the accumulation. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The placement of the crown on the driveshaft also met the drawing specification. The initial visual examination of the guide wire in the distal driveshaft section did not reveal any damage. The spring tip remained intact and undamaged. Biological material was observed on the spring tip coils. The proximal solder bond exhibited damage consistent with the driveshaft tip bushing having come into contact with the spring tip. The proximal section of the guide wire was examined and no damage was observed. The guide wire sections were removed from the handle assembly and distal driveshaft section. Examination of the remaining guide wire sections that had not previously been observed did not reveal any additional damage. The guide wire was observed to have been destructively cut 164.5 cm distal to the proximal end. The spring tip was sent for scanning electron microscope (sem) analysis. Sem analysis identified axial marks on the on the spring tip coils, but the exact cause of the damage could not be determined. The damaged proximal section of the driveshaft section was destructively removed to allow for functional testing. An in-house 0.014" test wire was then loaded through the handle assembly and passed through the device without issue. When tested, the device spun at low, medium, and at high speed with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the device getting stuck in the patient could not be determined. The root cause of the perforation also could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device and components met material, assembly, and quality control requirements. The material inspection report for the guide wire was not reviewed as the lot number is unknown. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the patient and a perforation occurred. The target lesion was located in the posterior tibial (pt) artery. The physician used a 6fr introducer sheath to access the lesion. A csi viperwire guide wire was advanced across the lesion and the oad was loaded onto it. The physician performed atherectomy in pt artery, during which, the oad bogged down and got stuck. The physician cut the driveshaft at the distal end of the handle and was then able to remove the oad from the patient. Angiography revealed a perforation in the pt artery, but the physician was able to resolve it via balloon angioplasty. The patient status remained stable throughout the procedure. Additional information has been requested, but none has yet been received.